Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by doctor (B)(6) at (B)(6). The patient had a scheduled retrieval approximately 25 months later, on or about some time in (B)(6) of 2016 by an unknown physician at (B)(6). The physician was unable to retrieve the filter due to filter thrombosis post implant and embedment. The patient further alleges ¿subsequent complications following treatment for thrombosis and failed retrieval, hemorrhaging, hematoma, need for medications that would have otherwise needed, and possible injury to transplanted kidney.¿ argon¿s attorneys are attempting to gather additional information.